Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor had blood/fluid which created an obstruction. It was noted that the blood in the distal conductor most likely entered through the is-1 pin. No inner insulation breach was observed. It was also noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the physician was unable to advance the stylet more than halfway down the lead. The lead was not implanted. No patient complications have been reported as a result of this event.